Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Observed sensor plug was properly seated in mount. Removed the sensor plug assembly and performed visual inspection. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer, who is also a doctor, reported that after 3 days of wearing the sensor, he experienced symptoms described as redness and itching. Customer self-treated with monovo (mometasone) cream, a prescription grade corticosteroid. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date reported is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer, who is also a doctor, reported that after 3 days of wearing the sensor, he experienced symptoms described as redness and itching. Customer self-treated with monovo (mometasone) cream, a prescription grade corticosteroid. There was no report of death or permanent injury associated with this event.